Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no report that a malfunction of a da vinci device malfunctioned. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the sureform 60 stapler instrument was installed on the system 7 times and fired 6 reloads (2 blue, followed by 4 white). On installs 1-3, and 5-7, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 4, a white reload was installed, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. .

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy, the patient experienced bleeding. On the morning of post-operative day (pod) 1, the patient was readmitted and required reoperation due to bleeding. The modality of the reoperation, source and cause of the post-operative bleeding, and estimated blood loss are unknown. The surgeon did not report any issues or malfunctions while using the sureform 60 stapler instrument during the procedure.